Event description:
The physician stated that when trying to insert the guide wire into the hub of the penumbra system reperfusion catheter 032, it felt like the wire was getting stuck on "some kind of ledge" and it would not advance without a tremendous amount of difficulty, sometimes having to use an introducer in the hub. He stated that he had not had that problem before. He tried another catheter and it would introduce with no issue.

Manufacturer narrative:
Device evaluation: results: the appearance of the hub was normal with no visible obstructions. A 0.032" mandrel was introduced without difficulty into the hub and advanced distally. The mandrel passed through the catheter with no restrictions. An example guide wire was introduced into the hub through an rhv. No difficulties introducing the guide wire into the hub were noted. The catheter is functional. Conclusion: the difficulty loading the guide wire into the hub noted in the complaint could not be duplicated in our lab. The guide used in the case was not returned so it is not possible to determine if the difficulty was a result of a problem with the guide wire or user technique. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.